Event description:
The physician placed the detachment cable (details unknown) into the detachment box (details unknown) and placed 7 micrus coils (details unknown) without an issue; then when he went to use his next coil this ultipaq (cfs10020330/f56983) being reported it did not illuminate the system ready light on the box. The physician tried two or three times but this coil never picked up a signal.

Manufacturer narrative:
The physician placed the detachment cable (details unknown) into the detachment box (details unknown) and placed 7 micrus coils (details unknown) without an issue; then when he went to use his next coil this ultipaq (cfs10020330/f56983) being reported it did not illuminate the system ready light on the box. The physician tried two or three times but this coil never picked up a signal. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the non- detachment was due to wiring damage or an incomplete solder joint in the resistive heating coil. The exact source of this damage cannot be determined. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: detachment cable (details unknown); detachment box (details unknown); 7 micrus coils (details unknown).